Manufacturer narrative:
Age at time of event: unknown. Gender: unknown. Date of event: unknown. Healon endocoat, the suspect product was sold as part of a healon duet system, whereby the lot number is unknown for the healon endocoat as well as the healon duet system. Lot no. Unknown. Expiration date: because the lot number is unknown, the expiration date cannot be determined. Because the lot number is unknown, the manufacture date cannot be determined. All pertinent information available to manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Correction/recall number: z-0530-2015. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was stated that during the injection of the healon endocoat, the small white part that is used to assist the injection fell off. When injecting, the white part is held between the index and middle fingers, and the thumb is used to depress the plunger. The white part is what fell off. Therefore, the force from the thumb on the plunger continued forward unchecked by the two fingers, which fell off the syringe when the white part fell off. No patient injury was reported. There were eight like complaints reported by the same physician. A malfunction MDR is being filed for each of the eight reports. This report is for patient no. 2.